Manufacturer narrative:
Date of event is estimated. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient had multiple impedance issues and the ipg was flipping in the pocket. Surgical intervention was undertaken on (B)(6) 2024 wherein the entire system was explanted and replaced to address the issue. Therapy was restored post procedure.

Manufacturer narrative:
The reported event of ipg migrating/twisting in the pocket cannot be verified by lab analysis alone. The associated lead extensions were returned incomplete with only the terminal ends received so twisting couldn't be confirmed. Analysis of the device was completed to document the ¿as received condition¿ with images and a brief description. The ipg had minor tooling marks to the can as a result of the explant procedure and the device communicated with all lab utilities. Corrected data: product analysis and code corrections.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.